Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: at time of enrollment the patient presented with a thoracic aortic aneurysm >= 6 mm. On (B)(6) 2015 (15 days pre-procedure), the pre-procedure imaging was performed. It showed circumferential calcifications of main access vessel but no vessel wall thrombosis in the distal aortic neck > 50% of circumference. The maximum aneurysm diameter was 81 mm. The proximal neck diameter was 34 mm. The proximal neck length was 25 mm. The distal neck diameter was 30 mm. The distal neck length was 16 mm. The main access vessel minimum lumen diameter was 9 mm. On (B)(6) 2015 the patient underwent surgery due to his thoracic aortic aneurysm. Following component was implanted successfully during the index procedure: catalog # zta-pt-38-34-217, lot # e3366615, catalog # zta-p-34-112, lot # e3186997, catalog # zta-p-34-109, lot # e3358063. Lsa was intentionally and completely covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 0. Following additional procedures were performed during or before the index procedure: brachiocephalic artery revascularization (before), lcca revascularization (before), lsa revascularization (during). No reportable adverse events were observed during index procedure. Information received from imaging review on (B)(6) 2019: we have discovered a type 1a endoleak during the imaging review. Patient outcome: the patient continues to be followed in the study.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) h6) ec method code desc - 5: 4117 - device not accessible for testing. Summary of investigational findings: a 71-year-old female patient underwent surgery on (B)(6) 2015 to treat a thoracic aortic aneurysm. Three stent-grafts were successfully implanted (zta-pt-38-34-217, zta-p-34-112 (possibly a zta-de-34-112 based on lot number) and zta-p-34-209). Lsa was intentionally and completely covered by the stent graft fabric and the proximal zone of the stent graft implantation was zone 0. During the procedure an lsa revascularization was also performed. Before the procedure, the patient had a brachiocephalic artery revascularization and a lcca revascularization done. On follow up CT scan (B)(6) 2017 a distal type 1b endoleak was observed ((B)(4)), and it was commented that aneurismal growth below the endograft was leading to loss of distal sealing. During the imaging review for (B)(4) a type 1a endoleak at the proximal stentgraft (zta-pt-38-34-217, complaint device) was seen. No secondary interventions were performed, and the patient continues to be followed in the study. The CT imaging dated (B)(6) 2015 and (B)(6) 2017 were reviewed and on the study from (B)(6) 2015 it was found that: ¿the bifurcated bypass graft from the proximal ascending aorta to the innominate artery and lcca is patent. The proximal zta graft begins immediately distal to the graft origin in the ascending aorta. There is a small amount of contrast around the proximal graft edge that tracks, intermittently, to the origin of the innominate trunk and lcca, and into the proximal taa sac. This is highly suspicious for a type 1a endoleak. The proximal innominate trunk looks occluded with multiple coils. Retrograde flow from the bypassed innominate artery into the aorta across the coils cannot be determined, so a type 2 endoleak cannot be excluded.¿ on the CT 21jun2017 a small amount of contrast around the proximal graft edge is still seen. The reviewer observes, that the enlarging taa sac is less likely due to the proximal endoleak as the contrast does not appear to extend into the taa sac proximally. Furthermore, the reviewer observes: ¿proximal placement of the zta device into the ascending aorta with innominate and left common carotid artery (lcca) de-branching is outside of IFU. IFU requires an adequate proximal landing zone from the lcca. The proximal endoleak seen on this imaging is highly suspicious for a type 1a, likely due to inadequate proximal landing zone per IFU criteria.¿ according to the IFU the zenith alpha thoracic endovascular graft is designed for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. Furthermore, the zenith alpha thoracic endovascular graft is designed to treat proximal aortic necks (distal to either the left subclavian or left common carotid artery) of at least 20 mm in length. An exact cause of this event cannot be established, however, it is likely that use error related to inadequate proximal landing zone contributed to the event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.